Manufacturer narrative:
The device was returned to zoll medical (B)(4) corporation for evaluation. The keys were evaluated with no fault found. Review of the device data file did not find evidence that the front panel button was inoperable or a device malfunction occurred. Review of the log also suggests the device was in lead ii and not pads. Since the device did not automatically switch to pads view, it suggests a defibrillation section button was either not pressed or acknowledged by the device. All testing at zoll yielded no type of device malfunction. Investigation is being closed as no fault found. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient in ventricular fibrillation arrest, the device failed to discharge and was unable to select energy level. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.